Event description:
Reportable based on device analysis completed on 29-jun-2015. It was reported that advancing difficulty occurred. The target lesion was located in a coronary artery. A 2.50x16mm promus premier¿ stent was selected however the device would not advance through the left guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The maximum crimped stent profile was measured. The body of the tip component appeared damaged. During analysis it was not possible to pass the tip over a guide wire because of the tip damage evident. There was no issue passing the guide wire through the remainder of the inner wire lumen. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon could not be inflated due to damage to the hypotube shaft. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 355mm distal from the strain relief. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).